Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 19mg/dl. The customer stated that he passed out. The customer stated that she woke up in the morning with low glucose of 70mg/dl, and had breakfast, but she did not bolus for breakfast. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.